Manufacturer narrative:
No parts were returned for analysis. The site replaced the cable with a non-medtronic cable. Other relevant device(s) are: product ID: bi71000053. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the power plug on the system was damaged. The site switched to an off the shelf component in the meantime. It was noted that the site performed their own repair but replacing the power cable with a non medtronic cable.